Event description:
It was reported that the device was fractured. The stenosed target lesion was located in the severely calcified 3.0mm x 38mm middle left anterior descending artery. A guidezilla 145 was selected for use. During the procedure, it was noted that the device fractured upon insertion. The device was directly removed from the patient's body without intervention and with no device fragments left. The device was completed with another of the same device. No complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed that the distal shaft is separated at the collar. There is a flat spot 13.2cm from the tip. Microscopic inspection revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the device was fractured. The stenosed target lesion was located in the severely calcified 3.0mm x 38mm middle left anterior descending artery. A guidezilla 145 was selected for use. During the procedure, it was noted that the device fractured upon insertion. The device was directly removed from the patient's body without intervention and with no device fragments left. The device was completed with another of the same device . No complications reported.